Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0tfcw, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that she had interstitial cystitis: bad bladder, pelvic pain, pressure and burning with urination. The patient was not feeling stimulation and therapy was on. Her typical experience was when she increased stimulation, she initially felt it then she did not. She was not instructed by the health care professional (hcp) to keep a voiding diary. The patient had been using the stim on/off button and she believed she had been turning stimulation off. The only direction she received from her hcp was for her to adjust stimulation based on her activity level. To consider increasing when she engaged in higher level activity and decreasing with lower level activities (sitting and watching tv). The patient planned to work with each program and track results then follow-up with hcp if it was needed. There was a sudden change in therapy/ symptoms. The patient was indicated for urinary dysfunction/ sacral nerve stimulation and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow-up report will be sent.